Event description:
Information was received indicating that a smiths cadd duodopa pump empties sooner than it's programmed to be. This malfunction occurred with out the pump producing an alarm. It was also reported that the there's no benefit in pressing the extra dose button as the patient reported stiffness even after the infusion. There was no reported injury to the patient and the patient denied any symptoms indicative of overdose.

Event description:
Additional information provided indicated that the customer believes that the upstream sensor button was turned off. It was later turned on so that when the cassette is near empty or is empty, it would alarm to notify the patient that duodopa infusion was almost completed. However, the abbvie representative believes they are referring to the reservoir volume function rather than the upstream sensor. It may have been a programming issue rather than a delivery issue. The event was resolved by correcting the settings and there was no product issue, as the issue is due to user error.

Manufacturer narrative:
Device evaluated by MFR: one cadd duodopa pump was received. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. In the event history log, "many upstream sensor" alarms were found because the upstream was set to on instead of off. No problems were found with the "reservoir" function of the pump or with the pump giving an inappropriate "reservoir empty" message. "Reservoir empty" messages will be displayed when an amount is programmed in the reservoir screen and the pump then counts down to zero as it is delivering. For this not to happen the user needs to program the reservoir screen to "not in use". The pump passed all tests and was found to be operating properly. The reported issue was not confirmed.